Event description:
The customer reported that he was hospitalized three times this year for high blood glucose levels. The customer could not recall any of the dates. The customer stated that his blood glucose levels were above 900 mg/dl on the first event, and above 800 mg/dl the other two. The customer stated that he may have had a bent cannula on one of the events, but can't remember. The customer felt that the insulin pump was working fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.